Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the patient fell and experienced ineffective therapy. Diagnostic testing indicated high impedance on multiple contacts of the lead. Surgery may occur to address the issue.